Event description:
It was reported that the pump battery would not charge despite using the appropriate charging equipment. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including trying different wall outlets and adapters, but the issue persisted. Consequently, technical support decided to replace the pump, confirming the shipping address and instructing the customer on how to return the faulty device. The customer acknowledged the instructions and agreed to return the pump using a pre-paid label within ten days.